Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Customer¿s blood glucose level was 198 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.